Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced blank display and audio beep anomaly. Customer's blood glucose value was unknown at the time of the call. The customer mentioned issues with the pump beeps and no alarms present. The customer stated that the pump did constant tone while son was at school. The customer will call back to troubleshoot. The product was not returned for analysis.